Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they had recently gotten out of the hospital for a catheter replacement due to a slow draining issue. The technical support representative called the patient¿s peritoneal dialysis registered nurse (pdrn) and the pdrn reported that the patient was recently diagnosed with peritonitis. Upon follow up, the pdrn stated the patient went to the hospital on (B)(6) 2022 (symptoms not provided) and was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient¿s pd cultures were positive for staphylococcus caprae. The suspected cause of the peritonitis is touch contamination by the patient. The pdrn stated the peritonitis was not related to any fresenius product(s). The patient was discharged from the hospital on (B)(6) 2022. The pdrn did not have any additional information related to the peritonitis event. The pdrn could not confirm the report by the patient of the earlier hospitalization for a pd catheter replacement. The patient continued to complete pd therapy during recovery. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.